Event description:
A power source alert was reported by the caller, and they confirmed using a tandem charging cable and wall adapter when the alert occurred. The caller did not specify if the issue affected blood glucose levels. The customer successfully resolved the issue by plugging the charging cable into a wall adapter, which allowed the pump to begin charging. Support provided a new wall adapter and usb cable, and no further assistance was necessary.